Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-05858 and 2134265-2017-05860. It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery (rca). A 3.75mm x 15mm nc emerge® balloon catheter was advanced for dilation. However, during initial inflation at 10 atmospheres for 10 seconds, the balloon was again ruptured. The device was completely removed from the patient. A 3.50mm x 15mm nc emerge® balloon catheter was then advanced. The balloon was initially inflated at 18 atmospheres; however, during the second inflation at 14 atmospheres for 15 seconds, the balloon ruptured. The device was completely removed from the patient. A 10/3.50 flextome¿ cutting balloon¿ balloon catheter was advanced for dilation. However, during initial inflation at 6 atmospheres for 10 seconds, the balloon also ruptured. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon and inflation lumen which is evidence of a device leak. The returned device was attached to an encore inflation unit. Positive pressure was applied when liquid was observed to be leaking from a balloon pinhole at 0.5mm distal to the distal end of the proximal marker band. An examination of the balloon material and markerbands identified no issues which could potentially have contributed to this complaint. A visual and microscopic examination observed no damage to the tip or blades. All blades were present and fully bonded to the balloon surface. No kinks or damage were noted along the shaft of the device. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
Same case as MDR ID: 2134265-2017-05858 and 2134265-2017-05860. It was reported that balloon rupture occurred. The 90% stenosed target lesion was located in the moderately tortuous and severely calcified right coronary artery (rca). A 3.75mm x 15mm nc emerge® balloon catheter was advanced for dilation. However, during initial inflation at 10 atmospheres for 10 seconds, the balloon was again ruptured. The device was completely removed from the patient. A 3.50mm x 15mm nc emerge® balloon catheter was then advanced. The balloon was initially inflated at 18 atmospheres; however, during the second inflation at 14 atmospheres for 15 seconds, the balloon ruptured. The device was completely removed from the patient. A 10/3.50 flextome¿ cutting balloon¿ balloon catheter was advanced for dilation. However, during initial inflation at 6 atmospheres for 10 seconds, the balloon also ruptured. The device was completely removed from the patient and the procedure was completed with a different device. No patient complications were reported and the patient's status was good.